Manufacturer narrative:
Section h6: health effect: impact code: 4619 - temporary impairment (this code is used for the reported blurry vision and visual disturbance- dysphotopsia) issues. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal toric intraocular lens (iol) was explanted from a patient's right eye due to blurred vision, difficulty reading, and dysphotopsia after the implantation of the lens. A non-johnson & johnson lens of same diopter (16.50d) was used as a replacement. These symptoms were considered debilitating, as the patient was unable to read without glasses. No capsule tear, no sutures and no unplanned vitrectomy reported. No medications outside the regular standard of care were used. No further information was provided.

Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half. No further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drt model lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.